Event description:
Same case as MDR ID#2134265-2014-00184. It was reported that balloon rupture occurred. The 15x2 mm, 88% stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and moderately calcified left main (lm) and left anterior descending (lad) artery. No pre-dilation was performed. The physician used a 2.00mm x 15mm apex balloon catheter to dilate the lesion. After an unspecified number of inflation at an unspecified atmospheres, the balloon ruptured. The physician changed another 2.00mm x 15mm apex balloon catheter and it was noted that the balloon ruptured again at an unspecified number of inflation and atmospheres respectively. The physician dilated the device with standard pressure and no issue with the device during unpacking. The device was retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: the apex catheter was received with the shelf box, inner packaging pouch and carrier tube/hoop. The batch number on the device and packaging matched the batch number for this complaint. There was blood and contrast in the inflation. The balloon was loosely folded. Magnified inspection of the balloon did not reveal any damage. There were multiple hypotube kinks. Magnified inspection identified a 9mm longitudinal tear in the inner and outer shaft at the guidewire exit notch. As positive pressure was applied with the inflation device, water leaked from the tear in the shaft. Inspection of the shaft material in the area of the tear presented no evidence of any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 15x2 mm, 88% stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and moderately calcified left main (lm) and left anterior descending (lad) artery. No pre-dilation was performed. The physician used a 2.00mm x 15mm apex¿ balloon catheter to dilate the lesion. After an unspecified number of inflation at an unspecified atmospheres, the balloon ruptured. The physician changed another 2.00mm x 15mm apex¿ balloon catheter and it was noted that the balloon ruptured again at an unspecified number of inflation and atmospheres respectively. The physician dilated the device with standard pressure and no issue with the device during unpacking. The device was retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Corrected: device lot # from 15768179 to 15766082. Device expiration from 12/21/2015 to 12/20/2015. Device manufactured date from 12/29/2012 to 12/21/2012. (B)(4).

Event description:
Same case as MDR ID#2134265-2014-00184. It was reported that balloon rupture occurred. The 15x2 mm, 88% stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and moderately calcified left main (lm) and left anterior descending (lad) artery. No pre-dilation was performed. The physician used a 2.00mm x 15mm apex¿ balloon catheter to dilate the lesion. After an unspecified number of inflation at an unspecified atmospheres, the balloon ruptured. The physician changed another 2.00mm x 15mm apex¿ balloon catheter and it was noted that the balloon ruptured again at an unspecified number of inflation and atmospheres respectively. The physician dilated the device with standard pressure and no issue with the device during unpacking. The device was retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.